Event description:
It was reported that the patient was charging more than expected. The recharge interval was calculated and seemed appropriate. The patient stated that two weeks prior to report apparently at random the patient began to have to charge every 3 days rather than every 3-4 weeks. The patient reported that nothing occurred but the patient had a fall after she began to charge more frequently. The manufacturing representative read the physician programmer stats and they did not corroborate the patient¿s story. It showed that on 2014 (B)(6), the patient charged 1.6 hours to 75%, .6 hours to 75%, and 2.4 hours to 100%. The next charge session was 2014 (B)(6) and showed 1.1 hours up to 50% and the average coupling was 8 boxes for all the past 6 sessions. The patient claimed that the implantable neurostimulator (ins) cut out, meaning that it turned off and that she would have to charge again. This was since the 2 week time frame that the patient provided. The active group only had 1 program at 10 hz, 390 "sec, 1.8 volts, 2 + 2- on each lead, group impedance were <(><<)> 50 ohms and 28.6 ma. The electrode impedances ranged from 500-4800 ohms but the reporter saw nothing that gave the manufacturing representative alarm or indicated a short. Later it was reported that the manufacturing representative reduced the number of electrodes to see if that would improve recharging time. The patient was happy with her coverage and impedances normalized after the change.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were low out of range impedances values. The patient had been feeling the stimulation cutting off and on for a long period of times in the past 2.5 to three months. There was a reprogramming session at that time, and the reprogramming session corrected the intermittent stimulation. The off/on stimulation re-occurred again about one week ago. The manufacturer's representative was called this past saturday for another reprogramming session. At 1.5v, contact 12, 14 were showing <(><<)>50 ohms. At 3v, displaying xxx on all contacts except electrode 13 with reference 0. With reference 13, impedances range was 441-1202 with xxx on electrodes 2, 3, 4, 9, 10, 14, and 15. Charging was fine, the patient was getting six coupling bars, and the implantable neurostimulator (ins) was ¾ of the way charged. A short physician mode recharge (pmr) was performed and it did not resolve the xxx electrode impedance reading. Impedance was retested after a short pmr at 3v. Reference with lows and high impedance values. 0: 658 - 3342 ohms. Xxx on 2, 4, 14, 15. 1: 1128-3935(electrode11) ohms. No xxx seen. 2: 1180(13-1644(1) ohms. Xxx on electrodes: 2, 3, 4, 5, 6, 9, 10, 11, 12, 14, and 15. 3: 896(13)-1454(1) ohms. Xxx on electrodes: 2, 3, 4, 5, 6, 9, 10, 11, 12, 14, and 15. 4: 642 - 1312 ohms. Xxx on electrodes: 0, 2, 3, 5, 6, 9, 10, 11, 12, 14, and 15. 5: 618(13) - 1280 (1) ohms. Xxx on electrodes: 2, 3, 4, 6, 9, 10, 11, 12, 14, and 15. 6: 661 (13) - 1248 (1) ohms. Xxx on electrodes: 2, 3, 4, 5, 9, 10, 11, 12, 14, and 15. 7: 624 (12) - 3040 (11) ohms. No xxx. 8: 537 (9, 12) - 1280 (1) ohms, <(><<)>150 ohms on electrode 14. No xxx. 9: 537 (8) - 1159 (1) ohms.. Xxx on electrodes: 2, 3, 4, 5, 6, 10, 11, 12, 14, and 15. 10: 674 (13) - 1128 (1) ohms. Xxx on electrodes: 2, 3, 4, 5, 6, 9, 11, 12, 14, and 15. 11: 721 (8) - 3935 (1) ohms. Xxx on electrodes: 2, 3, 4, 5, 6, 9, 10, 12, 14, and 15. 12: 537 (8) - 1191 (1) ohms. Xxx on electrodes: 2, 3, 4, 5, 6, 9, 10, 11, 14, and 15. 13: 593 (12) - 774 (11) ohms. No xxx. 14: 604 (13) - 1225 (1) ohms. <(><<)>150 ohms on electrode 8. Xxx on electrodes: 0, 2, 3, 4, 5, 6, 9, 10, 11, 12, and 15. 15: 794 (7) - 1457 (1) xxx on electrodes: 0, 2, 3, 4, 5, 6, 9, 10, 11, 12, and 14. Reprogramming done with electrodes: on (B)(6)¿patient reported feeling stimulation in her stomach at 8v, on (B)(6)¿patient reported feeling stimulation on her back at 5v, but needed in her leg to feet, on (B)(6)¿patient reported feeling intermittent stimulation in her left, right hip area at 7.3v, but was not feeling any stimulation in her feet area, on (B)(6)¿patient felt little stimulation on her leg at 7.9v, but also felt stimulation on her rib cage. The patient had an appointment with her physician the week after (B)(6) 2015. They would discuss the findings at this appointment and share the recommendation for an x-ray to confirm lead fracture and lead placement. There was no other troubleshooting done or could be done at this point. The next step would likely be a lead revision for the patient as she did not want to live without her stimulator. The patient had one program that was working minimally during this interim period while a plan was being put together for the patient. Later, the patient had an x-ray ordered and would have the lead replaced.

Manufacturer narrative:
Product ID 377775, lot# v010773, implanted: 2006(B)(6); product type lead product ID 377775, lot# v010773, implanted: 2006 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).